Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited shock impedance measurements greater than 200 ohms in all vectors except distal coil to can. A boston scientific technical services consultant discussed a potential issue with the proximal coil and recommended programming options and testing to confirm normal device operation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited shock impedance measurements greater than 200 ohms in all vectors except distal coil to can. A boston scientific technical services consultant discussed a potential issue with the proximal coil and recommended programming options and testing to confirm normal device operation. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion. No adverse patient effects were reported.